Event description:
According to the reporter, during hysterectomy surgery, the tip of the device broke after two hours and 45 minutes from the start of the procedure. The device presented failure signs and when they were performing an assessment on the device, the tip fell into the professional's hand. It did not come into contact with any metal instruments. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy surgery, the upper part of the jaw broke after 2 hours and 45 minutes from the start of the procedure. The device presented failure signs, error signals and red lights, and when they were performing an assessment on the device, the tip fell into the professional's hand but not into patient's cavity. It was also working intermittently before the jaw was disengaged. It did not come into contact with any metal instruments. The broken part was recovered and the device was replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a waveguide failure. Functional testing found each assembled device returned a green light and produced a welcome tone, but immediately alarmed when the device was activated. The waveguide was inspected under magnification and a crack was identified. Further investigation revealed that the waveguide was excessively torqued to the side during use, causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use damaged components. Use of damaged components may result in injury to the patient or user. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.